Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) worked with technical support specialist (tss) to review reports of patient medications being grayed out during dispensing. The tss remotely dialed into the station and found no active issues at the time of investigation. The profile did not function correctly because the system time was set to pacific time. Later the fse also worked with the director of pharmacy (dop) to replace a faulty uninterruptible power supply (ups) and corrected the profile time setting from pacific to eastern and verified proper station operation. The system was working. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was greyed out. There had been a storm and a power outage, and the station was stuck at the download stage. The customer rebooted the station, after which the medication remained greyed out.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.